Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was damaged at the pigtail. Reportedly the cause of the damaged pigtail was due to the tubing being pulled. Additionally, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. A replacement pump was sent to the customer to resolve the issues. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer's friend gave them water and a manual dose injection to address bg level.